Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing number: 2182269-2017-00087. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. While advancing the catheter, the patient became hypotensive. The echocardiogram confirmed a lateral effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.